Event description:
It was reported that the renasys go pump did not display any alarms that the pump was not working. The pump continued to run but the dressing was not compressed down on the patients wound. The wound continued to deteriorate and the patient had to be admitted to the hospital.

Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed, and no further action is required. Probable root cause maybe a component failure or the dressing integrity was compromised. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends. G1 MDR reporting contact name and address and phone number